Event description:
Dexcom technical support was contacted on (B)(4) 2012. Patient's mother reported that upon removal of sensor after 7 days of use, sensor wire appeared broken. There is no portion of the sensor wire visible at the insertion site. At the time of the report, the patient's mother stated that patient has slight redness on his skin.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.